Manufacturer narrative:
A ge rep evaluated the system and customer replaced the ethernet cable. System operates as intended.

Event description:
Customer reported the system would not boot. No pt injury was reported.